Manufacturer narrative:
Correction - xray images were reviewed and incomplete lead pin insertion could not be fully assessed due to image quality.

Event description:
After further review of the xrays, it was found that due to xray image quality and angle, the lead pin being fully inserted could not be fully assessed. The high impedance will be assessed as due to fibrosis as noted by the physician. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Implant card was received with high impedance (>10000 ohms) reported after generator replacement. No lead replacement was reported to have occurred. No additional relevant information has been received to date.

Event description:
X-rays were received and reviewed per the x-ray images, the lead connector pin could not be seen past the second connector block. The back of the connector pin was observed to be out further than would normally be expected. The notches in the middle of the pin were not observed in the typical location (farther back than typical for an inserted pin). The feedthrough wires were intact, and the lead was not routed behind the generator. Based on the images provided, the expected cause of the high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the cause of the high impedance is believed to be due to vagal nerve atrophy and fibrosis from prior long stimulation. There were no lead fractures or incomplete pin insertion observed during surgery. No surgical error occurred. Accessory pack was used and the generator was confirmed to be functioning properly. A lead revision was not performed due to the risk of causing nerve damage. No high impedance was observed prior to the replacement surgery due to generator depletion in 2019. The patient was reported to be doing well and has no vns related side effects. No additional relevant information has been received to date.